Event description:
Related manufacturer reference# 1627487-2019-00840.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-00840. It was reported the patient¿s stimulation from the scs system decreases by itself. Diagnostic testing revealed high impedance values on all contacts. As a result, the patient will undergo surgical intervention on a later date to address the issues.